Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, a 14f manta was deployed for closure. No issues were encountered advancing or withdrawing the pr ocedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered a lot of resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 14f manta sheath remained in place, and the first 14f manta device was removed from the guidewire. A second 14f manta device was opened and deployed successfully. The patient outcome post-procedure was fine, and no harm or consequence was experienced to the patient. The instructions for use indicates in the procedural requirements the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath. The der process will continue to monitor for similar events.

Event description:
It was reported that: physician met a lot of resistance when trying to load the 14fr manta device through the manta valve/sheath. Additional information on 09dec2022: during a pvc ablation, after the physician met with resistance, he backed the manta device off the wire and got another one (manta 14f). There was no issues adavancing or withdrawing procedural sheaths. There was no buckling or bending of the bypass tube when the manta met resistance. It was reported that the patient suffered no harm or consequences from event. No medical intervention was performed.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be sent after invesigation.

Event description:
It was reported that: physician met a lot of resistance when trying to load the 14fr manta device through the manta valve/sheath. Additional information on 09dec2022: during a pvc ablation, after the physician met with resistance, he backed the manta device off the wire and got another one (manta 14f). There was no issues advancing or withdrawing procedural sheaths. There was no buckling or bending of the bypass tube when the manta met resistance. It was reported that the patient suffered no harm or consequences from event. No medical intervention was performed.